Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including full functionality testing, stress testing, environmental testing, and an internal inspection without duplicating the report. The analog board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "system error 36" and "system error 37" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.